Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 3006705815-2018-00051. It was reported that the patient received ineffective therapy. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their scs system explanted.